Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) developed a screen malfunction. There was no reported patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported display issue has been completed. Data analysis: aic logs did not contain any information related to the display failure. Device analysis: over long period of time, the console was run, while the display was manually monitored. Occasionally, the display would exhibit artifacts, specifically horizontal darker sections. Due to the intermittent nature of the failure mode, a picture could not be taken that captured this failure in full detail. After replacing the lcd display, no issues were observed. The root cause of the display issues was most likely due to the lcd display. However, the root cause is unable to be determined. This report is being filed as part of a retrospective review of historical records.